Event description:
It was reported that during a da vinci-assisted cystocele repair surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported intermittent c-84 and c-01 errors on the erbe. Prior to contacting tse, the caller power cycled the erbe and replaced the instrument, but the issue persisted upon activation of energy. Tse confirmed the customer had access to another vision side cart (vsc) at the same software level and suggested that they can swap out the vsc if needed. Staff was unsure how they will proceed and agreed to call back if they had any questions. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon performed a da vinci-assisted left ovarian cystectomy and bilateral salpingectomy, which commenced at 11:00 a.m. The procedure was successfully completed robotically with the original configuration, without any conversion to another system or method. Additionally, the procedure utilized the same generator throughout, with no need for exchange or modification. Refer to section a for additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using system. The iesu energized, cauterized and recognized instruments. In the error log, errors c-84 confirming as happening in the field. The iesu will be sent to OEM for further investigation. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.